Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon was unable to verify the straight suction. The surgeon reported that turning the suction around allowed verification through an imprecision was observed between 2-3 millimeters. The surgeon opted to complete the procedure with the suction. It was noted that the patient's head and the emitter were separated properly. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the bed was adjusted and the issue did not repeat. It was reported that the bed led to metal interference with the emitter being used in the procedure. A medtronic representative went to the site to test the navigation system. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.